Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited unstable thresholds during testing. Repositioning was attempted multiple times. The lead was removed and replaced. No patient complications have been reported as a result of this event.